Event description:
The customer reported via phone call that they were in hospital for high blood glucose. Blood glucose reading during call was 315 mg/dl. The customer stated they treated for high readings by manual injection in the hospital. Troubleshooting for high blood glucose was declined by the customer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.